Manufacturer narrative:
A spacelabs field service engineer contacted the customer to gather additional information. The customer stated that they relocated the xhibit central and no further issues were observed. While cause of failure is unknown, its suspected the xhibit was in a location that was causing inadequate cooling leading to overheating. An overheating xhibit will perform self-protecting reboots to prevent hardware damage or software corruption.

Event description:
The customer contacted spacelabs technical support to report that a xhibit central station was repeatedly rebooting. There was no patient or user harm associated with this event.